Manufacturer narrative:
The device was conform on leaving manufacturing site. This part was not returned for investigation, the technical root cause of the event could not be determined. However, this topic is addressed through a CAPA and the conclusion of the investigations already performed, concluded that the drill adaptor design must be improved. Unique identifier (UDI) #: (B)(4).

Event description:
Request a new 2.45 drill adaptor: this request is made in regards to the surgeon¿s request at a recent case. The surgeon is able to still use the adaptor (there has not been complete fusion of the drill bit to the adaptor), but it is too tight of a fit that the surgeon has lost tactile feedback and thus feels it is not safe to proceed using this drill adaptor. There was no delay to the surgery and the patient experienced no adverse side effects in response to this.